Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history review : part# 03.804.701s, lot # 82319936, manufacturing site: werk selzach logistik, manufacturing date: 30.sep.2024, expiration date: 01.sep.2026, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent a percutaneous vertebroplasty (l1) for vertebral fracture on (B)(6) 2025. In the surgery, the surgeon inserted the balloon into the vertebral body using normal techniques and inflated the balloon. After mixing the cement, the surgeon attempted to deflate and remove the balloon but was unable to remove the right-side balloon. Therefore, the surgeon removed the working sleeve itself and cut the balloon. Then the working sleeve (trocar) was placed again and filled with cement. When the balloon was inspected after surgery, it was found that the tip was deformed. The surgery was completed successfully without any surgical delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.